Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had just tubes and coils removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"), loss of libido ("loss of sex drive"), psoriasis ("psoriasis") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (tubes and coils removed). Essure was removed on(B)(6) 2015. At the time of the report, the medical device removal, abdominal distension, loss of libido, psoriasis and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, loss of libido, medical device removal, psoriasis and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Events ¿ vitamin d deficiency and psoriasis¿ was added .reporter was added. On (B)(6) 2020: information received via social media. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had just tubes and coils removed/pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), loss of libido ("loss of sex drive/no desire for sex due to pain and discomfort"), psoriasis ("psoriasis"), vitamin d deficiency ("vitamin d deficiency") and pelvic discomfort ("discomfort"). The patient was treated with surgery (tubes and coils removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, loss of libido, psoriasis, vitamin d deficiency and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, loss of libido, pelvic discomfort, pelvic pain, psoriasis and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ pain and discomfort". Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had just tubes and coils removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating") and loss of libido ("loss of sex drive"). The patient was treated with surgery (tubes and coils removed). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, abdominal distension and loss of libido outcome was unknown. The reporter considered abdominal distension, loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: fu 2 ,3,4,5 and 6 process together. On (B)(6)2020:fu 2 ,3,4,5 and 6 process together. On (B)(6)2020:fu 2 ,3,4,5 and 6 process together. On (B)(6)2020:fu 2 ,3,4,5 and 6 process together. On (B)(6)2020: fu 2 ,3,4,5 and 6 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had just tubes and coils removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and coils removed). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.